Manufacturer narrative:
H3: product analysis for em800 with serial# (B)(6): evaluation confirmed overheating. The device was tested and the maximum temperature was measured to be 118°f. The likely cause of failure is bearings failed. It was also noted that motor housing threads are cross-threaded. Collet is failed (also cross-threaded during removal due to excessive loctite on threads). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of not a complaint. It was reported that there was no patient involvement. The event escalated to product event as evaluation confirmed overheating.